Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the clinic for a routine follow up. Up on interrogation, high capture threshold and failure to sense was noted on the atrial lead. Other electrical parameters were in range. Programing changes were made. The patient is scheduled for chest x-ray. The patient was in a good condition.